Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the pump did not alarm when air in line was present. No specific details were provided. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.